Event description:
The patient is ventilator dependent. The patient was connected to the ventilator when it started alarming, the screen turned red, and a message popped up saying "ventilator inoperative."